Event description:
The dealer reported that the left side latch of the rocker back bolt of the chair came out and no longer stays latched. This issue could cause the seat to tilt backwards unexpectedly and injur the user.